Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the for the last 2 months the patient had been going through withdrawals due to an issue with the pump. It was noted that no alarms had been activated. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Event description:
Additional information was received from the healthcare provider indicated that the patient presented to the office with complaints of flu-like symptoms, nausea and vomiting that started on 2020-jan-04 and continued throughout the weekend especially when the patient attempted to eat/drink anything.it was noted that the patient's pain was constant and their low back pain had been worsening since implant to the point that it woke them up at night. It was reported that the patient's personal therapy manager (ptm) was not working during this time and she was unable to activate a bolus for about 12 hours or longer. When the patient was finally able to receive a bolus she became nauseous and felt the urgency to have a bowel movement. The pump was interrogated and it was noted that the patient had utilized 190 patientactivated boluses, was lockout for 110 times and had 18 unsuccessful attempts since their last pump refill. There was no indicated that the pump had malfunctioned. It was noted that the patient had not requested an antenna for their ptm but would be calling in for a replacement device as well as an antenna for any future issues. The patient reported that they would be going to the emergency room for intravenous fluid treatment.

Manufacturer narrative:
Continuation of d11: product ID 8835 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. *** if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that there was no issue with the personal therapy manager (ptm) and that the patient's symptoms continued once they were put on oral medication so the issue was not though to be due to the device. No further complications have been reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
The previously submitted report should of had an aware date of 2020-feb-25. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient presented to the office with complaints of flu-like symptoms, nausea and vomiting that started on (B)(6) 2020 and continued throughout the weekend especially when the patient attempted to eat/drink anything. It was noted that the patient's pain was constant and their low back pain had been worsening since implant to the point that it woke them up at night. The patient stated that she felt like she was getting too much medication; both the veins in her arms her hurting. It was reported that the patient's personal therapy manager (ptm) was not working during this time and she was unable to activate a bolus for about 12 hours or longer. When the patient was finally able to receive a bolus she became nauseous and felt the urgency to have a bowel movement. The pump was interrogated and it was noted that the patient had utilized 190 patient activated boluses, was lockout for 110 times and had 18 unsuccessful attempts since their last pump refill. There was no indication that the pump had malfunctioned. The ptm was replaced with a new handset and communicator but the patient's symptoms remained. It was noted that the patient was fine during the day when she utilizes her boluses but that when she wakes up in the morning she is still nauseous and vomiting. The patient believed that the medication was not being delivered. Adjustments were made to the pump settings (dose was reduced to 2.4 mg/day and the patient activated boluses were increased to 10/24hour) and the patient was given oral medication. Post pump changes the patient continued to experience symptoms of withdrawal (migraine, the feeling of knives stabbing her in the back) and the patient felt like she be getting involuntary boluses from the pump. The medication in the pump was replaced with saline. Pump replacement was scheduled for (B)(6) 2020.